Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, and a cracked reservoir tube lip. No moisture damage noted on the motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a button error alarm after the customer jumped into the pool with the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.